Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in had mixed product in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: we have been provided with a picture and the affected sample. The sample showed a shorter cannula of one needle, confirming the reported issue. DHR review for lot 1801193: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2020 (january 19th ¿ 20th, 2018). Needles were assembled in machine, nº4210, in lot #8009940 (january 14th ¿ 23rd, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the cannula lot #8010831, and no problems, defects or qn related to the reported issue were found. We have also reviewed the shield lots #8015003, #8015769, #8009003, #7354840, and no problems, defects or qn related to the reported issue were found. We have also reviewed the hubs lots #8015737, #7354833, and no problems, defects or qn related to the reported issue were found. Fraga plant is provided by cannula from sister bd plants. Our assembly process has an in-line camera system that inspects 100% the point of the needles, rejecting all the defective ones. Our opinion is that in the reported case, the shorter cannula was not detected since the cannula was shorter than expected and this was not in the camera range. On the other hand, we perform continuous quality inspections for both, incoming raw materials and in-process product and we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products. Taking into account above information and since review needle DHR showed no indication of the alleged defect, we determine the origin of the failure mode was during cannula manufacturing. Our cannula supplier considered probably the issue occurred due to a defective cut of the cannula. This situation occurs when tubing (metal piece before formed cannula) breaks during auto cutting operation since the machine does not stop cutting the part of the tubing that is still inside the cutting set, and parts may be cut with length shorter than the lower specification limit. We can ensure that the probability of finding this kind of defect is low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in had mixed product in packaging. No serious injury or medical intervention was reported.